Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. UDI: (B)(4). Visual examination of the returned product determined the motor mount was deformed on one side. There was black color on the deformed motor mount, along with a slight yellow color too. The battery voltage was measured to be low, with the device having been used previously an unknown number of times. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. Device is used for treatment. Review of complaint history identified additional similar complaints for the reported item and no additional complaints for the reported part and lot combination. Complaints are monitored through monthly complaint review in order to identify potential adverse trends. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. The event cannot be confirmed.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Report source - foreign - (B)(6). The investigation is still in progress. Once the investigation is complete a follow up MDR will be submitted.

Event description:
It was reported that the device turned itself on even though the trigger was not pressed. In addition, its voice was strangely audible; high-pitched and loud voice. In addition, the suction from the washer fluid bag did not work. The handpiece warmed up considerably and it gave off an electric smell. The device could not be used and had to be replaced. The event occurred before surgery. No harm and no delay. No adverse events were reported as a result of this malfunction.